Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report by a patient's family from (B)(4) of abdominal pain and pyrexia in a female patient coincident with dianeal-n pd-4 (B)(4) therapy during dwell 2 of 4. On (B)(6) 2009, she began dianeal-n pd-4 (B)(4) therapy. On (B)(6) 2011, the patient's family contacted baxter (B)(4) technical service center and stated that the patient experienced abdominal pain and had a fever (B)(6) and wanted to go to the hospital. There was no allegation of device malfunction. Follow-up information was made by a nurse on (B)(6) 2011. The patient was in (B)(6). On (B)(6) 2011, she was diagnosed with peritonitis manifested by abdominal pain and pyrexia. She was hospitalized due to the event. Sefirom was administered for the event. At the time of this report, the event was resolving and pd therapy was continued unchanged. The nurse believed that the event was unrelated to pd solution because the event was caused by break in aseptic technique. The patient had forced the lid of clean flash open and put the cap on by hand. No further information was available.